Event description:
During its installation after repair, the electronic gas delivery system was not recognized by the pump console. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded. Device repaired and returned.